Event description:
Faintness at work precipitated transport to hosp. Upon admission, bp 70. EKG, echo, cxr, chest/abd CT scan showed no reason for decreasing bp. Taken emergently to or for presumed catastrophic prosthetic valve failure. Required CPR prior to arrival in or. Surgery confirmed this diagnosis. Died in or.